Event description:
A male with a history of left total hip arthroplasty, who did well post operatively. Returned to manual labor job where he suffered a fall from a short height and sustained a left hip injury. He fell on his butt and onto his side but does not remember exactly where the impact occurred. He was unable to ambulate afterward and experienced severe groin pain. The pt was brought to surgery and a left total hip arthroplasty revision (complex, extended trochanteric osteotomy. Open reduction internal fixation of femur fracture and bone grafting to femoral cyst) was periormed. The broken neck with head attached was removed and sent to pathology. Have had contact with MFR.